Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the nail was used for the surgical neck of humerus fracture operation. Having fixed the proximal region, the surgeon started drilling at the most distal region. However there was interference between drill and the nail. The surgeon screwed the hole in wide and inserted the nail and completed the operation. There was no report harm to the patient or of any surgical delay. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a 10 minute delay reported.